Event description:
The customer reported the generation of erroneous high patient results for sodium (na) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified defective buffer valves due to bubbles in the buffer syringe. The fse replaced the buffer valves to resolve the issue. The fse primed the analyzer and verified no bubbles in the buffer syringe. Analyzer resumed normal operation. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).